Manufacturer narrative:
The device received with blank white screen due to broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to confirm missing segments and partial display due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported for via phone call for display anomaly. Blood glucose at the time of incident was unknown. Customer stated that when he got home he went to take a shower and noticed the screen was not working. Customer reports display was solid white. Customer stated that when he pressing buttons on the pump the screen goes thru different colors. Customer stated that the screen was white with different colors and he believes he was still getting his insulin. The insulin pump will be returned for analysis.